Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
Invalid result (s). Check expiration date upon receipt. I didn't use one of the boxes I ordered right away. I used two months later and received no result. The expiration date was almost a year earlier. Just beware; the test itself is very easy to use; I've used before without any issues.